Event description:
It was reported that during a laparoscopic hernia procedure the metal rim "splintered". The surgeon pulled the suture and the metal rims "splintered". The metal rim was retrieved from the pt. There were no pt consequences reported.